Manufacturer narrative:
Findings: pump passed 7.2 unit bolus test. Unit was programmed with 10 units bolusand monitored. No unexpected a42 alarm noted. Unit had minor scratchedoverlay. (B)(4).

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 172 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.